Event description:
It was reported that the customer was admitted to the hospital for high blood glucose levels. Checked pump history. No other testing performed at this time.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.